Manufacturer narrative:
Device is a combination product.  (B)(4). Device evaluated by MFR: a promus element, mr, ous 2.25x28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found the proximal end struts were pulled and stretched in a proximal direction over the proximal markerband, there were no profile issues with the distal struts. This type of damage is consistent with the stent encountering resistance when advancing the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a kink 3.2mm distal of port site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jul-2016. It was reported that crossing difficulties were encountered. The tight target lesion was located in the highly tortuous distal left circumflex artery. Following pre-dilation, a 2.25x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.